Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed one other similar product complaint file(s) from this lot. (280438).

Event description:
During insertion, pt had the following symptom: resp failure, anaphylaxis. Pt coded. Treatment: premedicated with benadryl. Outcome of PICC line: PICC line removed and replaced with another PICC line without further complications.